Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the extension/lead connection site was repositioned to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two lead extensions; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead extension , model: 6371, UDI: (B)(4), serial: (B)(6), batch: 7690732.

Event description:
It was reported that the patient was experiencing scalp pain and lead connector site pain. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction to h6 - impact code.